Manufacturer narrative:
Date of event: date estimated. The UDI number is not known as the part and lot number were not provided. The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported heart failure, atrial perforation, edema, tricuspid regurgitation, pulmonary edema, hypertension, and dyspnea cannot be determined. However, heart failure, atrial perforation, edema/pulmonary edema, hypertension, and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Literature. Article title ¿biventricular physiology of iatrogenic atrial septal defects following transcatheter mitral valve edge-to-edge repair.

Event description:
This is filed to report heart failure, hypertension, edema, atrial perforation, pulmonary edema, worsening tricuspid regurgitation, medical intervention, and prolonged hospitalization,. It was reported through a research article identifying steerable guide catheters that were related to the following outcomes: heart failure, dyspnea, hypertension, edema, atrial perforation, pulmonary edema, worsening tricuspid regurgitation, medical intervention, prolonged hospitalization, and death. Specific patient information is documented as unknown. Details are listed in the article, titled, "biventricular physiology of iatrogenic atrial septal defects following transcatheter mitral valve edge-to-edge repair.¿ no additional information was provided.